Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. Upon investigation, the monitor displayed a service code 102 (charge profile fault). The cause for the failure was isolated to an intermittent connection at j1000 on the c/a board due to contamination on the connector pins. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a (B)(6) patient's monitor and reported that the monitor was displaying a service code 102 (charge profile fault).